Event description:
Reference number (B)(4) event occurred in germany. It was reported that patient fell on a catheter which resulted in bending the needle which leads to hematoma event on (B)(6) 2025. The blood glucose level was over 300mg/dl. The insertion site was buttocks. No further information available.